Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert for non sustained lead noise. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.